Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted due to stress urinary incontinence. It was reported that patient underwent mesh removal on (B)(6) 2011.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-01727. The same patient is represented in each medwatch

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2003 concurrently with a cystourethroscopy and placement of bilateral catheters. It was reported that the patient underwent mesh removal/revision, anterior colporrhaphy, and cystocele repair with alloderm placement on (B)(6) 2011 due to mesh erosion and anterior vaginal prolapse. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that following insertion the patient experienced dysuria, hematuria, pyuria, and urinary frequency.

Manufacturer narrative:
(B)(4). Narrative: it was reported that following insertion the patient experienced urinary tract infection, burning and urinary incontinence.